Manufacturer narrative:
H.6. Investigation: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1808101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Lot release testing from lot 1808101were inspected with no defects observed. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10

Event description:
It was reported that an unspecified number of an unspecified bd optima injector/connector experienced flow issues when used for infusion during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Event description per initial reporter email states: we received the complaint below from the customer. This is for optima injectors and connectors at their user facility. She stated that all of the nurses have been removing the injector from their chemo because it keeps alarming and delaying care. She went on to say that she has even removed the spike adapter on occasion for "upstream occlusions" and "air in line". Basically the IV pump is alarming and instead of troubleshooting they are removing the injector and connector and at times the infusion adapter. Lot numbers unavlailabe. It seems to have occurred over the last month no specific dates reported. Sales rep stated that the mentioned delay was "only 30 minutes or so".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd optima injector/connector experienced flow issues when used for infusion during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Event description per initial reporter email states: we received the complaint below from the customer. This is for optima injectors and connectors at their user facility. She stated that all of the nurses have been removing the injector from their chemo because it keeps alarming and delaying care. She went on to say that she has even removed the spike adapter on occasion for "upstream occlusions" and "air in line". Basically the IV pump is alarming and instead of troubleshooting they are removing the injector and connector and at times the infusion adapter. Lot numbers unavailable. It seems to have occurred over the last month no specific dates reported. Sales rep stated that the mentioned delay was "only 30 minutes or so".